Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 was not coagulating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 was not coagulating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The lot # 25154834 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 22feb2021. Photographs from the account show the jaws were open and charred tissue on the jaws. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the jaws. The heater wire was observed to be slightly flexed away at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. . The device did not pass the pre-cautery test; it didn't produce any visible steam. An engineering evaluation was conducted that identified the root cause of the "failure to deliver energy". The handle of the hemopro tool complaint device was opened up to further investigate the device¿s switch (part# rm7001322). The hemopro tool complaint device switch was evaluated and it was observed that the level of the switch was bent and it was observed to have an operating point (o.p.) That is lower than normal. A training was conducted for the assemblers to be cautious with the lever and inspect prior to assembling and to check components prior to assembling them. Based on the returned condition of the device and the evaluation results, the reported complaint for failure "failure to deliver energy" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 was not coagulating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10. Internal complaint number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 was not coagulating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.